Manufacturer narrative:
Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a 2-mm scratch had been observed around the center of the optic of the preloaded intraocular lens (iol) when it was implanted. The device was prepared with balanced salt solution (bss) and there had been no specific strange feeling during the implantation. The postoperative visual acuity far distance was 1.0 (20/20) one day post surgery, which is adequate for the patient. There is no plan to exchange the lens. No further details were provided.